Event description:
During the index procedure, the physician successfully implanted a 3.5mm diameter x 9mm length endeavor sprint rapid exchange (rx) drug eluting stent at cass# (B)(4) and a 3.0mm diameter x 3mm length endeavor sprint rx drug-eluting stent at cass#(B)(4) (2953200-2010-01684). One day post procedure, it is reported that a gi bleed occurred, the cause of bleeding was reported to be due to a stomach ulcer. It was reported that there was no relationship between the event and the product or the zotarolimus. The patient is reported to have recovered and no other clinical sequelae have been reported,

Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed), (insufficient information).

Manufacturer narrative:
Date of bleed confirmed as (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.